Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. It was reported that the water reservoir was low, but that was not found during evaluation. It was reported that the water reservoir was low. Replaced drain valve. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water reservoir was low and air inclusion and low flow were indicated. Water leak was found in an arctic sun device. Per review of wo on 28nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water reservoir was low and air inclusion and low flow were indicated. Water leak was found in an arctic sun device. Per review of wo on 28nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.